Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: during the investigation, a review of the black box verified a power interruption at the time the overheating was reported to happen on (B)(6)-2017. No evidence of moisture in the battery compartment or internally was found. The power flex and components were inspected with no defects found. The pump was opened, and no damage was observed to the power circuit. The pump was successfully run on a 24 hour basal program with no reboot, power loss, or overheating being duplicated. Investigators were unable to duplicate the complaint of power loss during the investigation.